Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported: "the surgeon, mr (B)(6), reported via the sales rep, (B)(6) who was present in the navigated triathlon procedure that when he took the femoral impactor/extractor off the disposable trial femur, the area of the trial femur around where the impactor/extractor meets the trial femur broke off. The surgeon further reported that some debris from the trial femur fell into the surgical site. The surgeon further reported that the visible particles were removed from the surgical site and the wound was washed out several times with pulsed lavage. The surgeon further reported that he was able to continue with the procedure without delay and complete it with no adverse consequence to the patient. The surgeon reported that he was unsure whether the cause of the fracture had been because the femoral impactor/extractor had been located incorrectly on the trial femur by the scrub nurse or whether there was a fault with the product or a mixture of both.